Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Received letter from law office representing ms. Arthur for alleges defect in her quantum unit that allegedly caused serious injury.